Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, difficulties were encountered during advancing the balloon. The 99% stenosed lesion was calcified with no tortuosity in the popliteal artery. As the 8x3.5mm quantum maverick mr balloon catheter was traveling toward a non bsc stent to post dilate, it got stuck on a non bsc wire and the catheter broke. The balloon never made it all the way to the stent to inflate. The physician pulled everything out and used a new wire and a non bsc balloon catheter. The procedure was completed with a different device. The patient status is listed as ok with no complications reported.